Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image and only vertical noise and distortion lines are displayed were due to issue with the video connector. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had no image shown from the scope. A severe vertical noise or distortion lines was seen after connecting the scope. It was unspecified when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer performed troubleshooting with olympus technical assistance center. The customer stated two specific cables were connected correctly. Two specific scopes were tested with a different processor and were working fine on another unit tower. The scopes were using the pigtails and paddle connectors. The customer stated that using two other specific scopes, the image displays fine. It was advised to customer to send the unit in for repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.